Manufacturer narrative:
The customer reported ¿bss had run onto the floor from the balanced salt solution (bss) bag. The anterior chamber collapsed and the capsule rupture occurred.¿ the patient required a vitrectomy following the cataract portion of the procedure to finish the case. This is an (B)(6) year old female patient who was scheduled for cataract extraction with intraocular lens implant in the left eye (os). The date of the event was listed as (B)(6) 2017. This patient has a mild previous systemic medical issue asa ii (which is not mentioned specifically in the questionnaire). The patient has a previous diagnosis of glaucoma as well. The cataract was diagnosed before the extraction surgery as ¿cortico-nuclear 2+ cataract.¿ pre-operative data: the vision was listed at 20/0,6 and the manifest refraction states +0.50-1.75x075. Operative data: viscoelastic was used during the case. The patients¿ main incision was made at 100 degrees- superiorly. There was no occlusion noticed during the case. However the chamber did shallow and a rupture did occur. The vitrectomy was done to resolve the issue and the case was completed with an iol in the sulcus. Post-surgery the surgeon administered: the vision was listed as 20/0, 16 and the manifest refraction was listed as -1.25-2.00 x 097 posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis, poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The centurion vision system operator¿s manual contains instructions for proper prime and setup. The centurion graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The centurion operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate centurion system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event. With no additional, related information provided, the customer reported event was not able to be confirmed. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Received 1 bss 500 ml bag with the outer bag removed. The inner bag was found to be leaking from the lower left back near the bottom of the port seam when looking from the front face of the bag. No other anomalies observed. The complaint history for the lot code was reviewed and there were no other similar complaints reported for product leaking. The filling and packaging manufacturing batch records were reviewed and no anomalies were documented that would have contributed to the complaint condition. Packaging non-conformances and particulate was performed by production and results were found to be acceptable. Following overwrap, the bags are 100% inspected for moisture, leaks, part number, lot code, expiration and seal integrity of the overwrap. This production lot met all release criteria prior to product release. A review of the incoming component bag qa inspection results for showed the results to be acceptable (reference the component grid for lot code). Root cause for the complaint condition could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure the saline solution bag emptied too fast and the patient experienced a posterior capsule tear. The saline solution has run onto the floor. A sulcus intraocular lens (iol) was placed instead of the standard iol. Additional information has been requested, but not received.

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. The patient's anterior chamber collapsed causing the posterior capsule tear. An anterior vitrectomy was performed. The patient's symptoms are continuing.